Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.